Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unk. A corrective action has been initiated to address the detachable tip issue. The device history record review for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the same lot. The august 2007 15-month lithotripter basket product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
It was reported to boston scientific corporation on september 18, 2007, that an endoscopic retrograde cholangiopancreatography procedure using a trapezoid rx lithotripter compatible basket was performed in a female pt. According to the complainant, the "tip did not break off" and the basket would not release the stone. The alliance ii inflation/litho device gun was attached to crush the stone to no avail. The basket and the stone could not be pulled through the papilla; therefore, an olympus lithocrush was used to capture both the stone and the basket. It then crushed the stone and pulled both the stone and basket from the papilla. At the conclusion of the procedure, the pt's condition was reported as "fine."